Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device replacement procedure, this left ventricular (lv) lead was damaged. An x-ray confirmed lead fracture. The lead was electrically deactivated and later surgically abandoned. No adverse patient effects were reported. The lead remains implanted but not in use.